Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5143713/ 5146411, model/catalog description: linear st lead kit 70 cm. The explanted device was not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection. It was also noted that the patients wound was open. The patient underwent an explant procedure and was doing well postoperatively.

Event description:
A report was received that the patient had an infection. It was also noted that the patients wound was open. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
An additional information was received that the infection was located at the lead site and it was bandaged. No further information could be obtained.